Event description:
In 2007, the pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. Two 18fr gore introducer sheaths were utilized. The patient's right iliac artery was reported to be calcified. The right iliac artery dissected as the physician was sewing the access incision. The physician performed an endarectomy to clean out the calcium and plaque. The patient was reported to be doing well.

Manufacturer narrative:
Sheaths were discarded at the facility. Lot serial numbers were not reported; therefore, a review of the manufacturing paperwork could not be conducted.